Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, they were hospitalized for high blood glucose of 522 mg/dl on (B)(6) 2017. Customer was experiencing symptoms such as vomiting. Customer is being treated with an IV drip and was informed to ensure there are no issues with the insulin pump. Customer was wearing the insulin pump at the time of the hospitalization. Troubleshooting was initiated. The drive support cap seemed normal. Then customer declined further troubleshooting and stated he believed there was an issue with the insulin pump. Customer had mentioned the reservoir compartment and the battery compartment on the insulin pump were damaged. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer is not returning for analysis.